Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. D2b: additional product code fhn.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus for an esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the speedband superview super 7 band cannot be fired smoothly. Procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. Patient condition following the procedure was stable.